Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for two patient samples generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. No indication of patient harm or injury. Per the FDA guidance, two (2) mdrs will be filed- one per sample. The customer reported that patient 1 sample was performed using lot 00929z, expired 8/31/2021, and patient 2 sample was performed using lot 10607y, expiring 5/31/2022. Both test results generated sars-cov-2 positive, influenza a negative, and influenza b negative. The physician questioned the results, the same 2 samples were repeated using the diasorin mass spectrometry and the qiastat-dx and the results were negative. Both positive and negative results were reported to the patients and or/ medical personnel treating the patients. Although requested, an instrument problem report for the liat for review of instrument and the reagent performance was not provided. Given the available information, a limited investigation was conducted which did not identify any product problem. Without the run data, it cannot be determined if those samples may have been near the limit of detection (lod) for the assay. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay.

Manufacturer narrative:
Although requested, an instrument problem report for the liat for review of instrument and the reagent performance was not provided. Furthermore it cannot be determined if those samples may have been near the limit of detection (lod) for the assay. Please see the liat and the diasorin mass spectrometry and the qiastat-dx assay package inserts for differences in lod. Additionally, different assays use different algorithms and may also target different regions of the viral dna. As such, results with one assay may not be reproducible with a different assay. In addition, as per urgent medical device correction (umdc) (B)(4), scfa script 1.1 contains several new features that will identify and invalidate the overwhelming majority of erroneous results generated due to known issues. If not already performed, it is recommended to upgrade the scfa assay script to 1.1 as soon as possible. For more information, please see us customer bulletin (B)(4). (B)(4).